Event description:
The rptr stated the surgeon attempted to use a cq2015a collamer aspheric three piece lens. The surgeon loaded in the lens himself. The surgeon was advancing the lens in the injector when the lens went through the delivery system too fast. The surgeon pulled the injector away and the lens was hanging on the end of the cartridge tip. The lens was damaged. There was pt contact, but the lens was not inserted into the eye. There was no pt injury. Another same model and size lens was implanted.

Manufacturer narrative:
(B)(4).